Event description:
During implant procedure, the left ventricular (lv) lead was implanted but the guidewire was unable to be removed from the lv lead. The physician attempted to remove the guidewire with force resulting in lv lead damage. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of unable to remove the stylet from the lead and lead damage were confirmed. As received, a complete lead was returned in one piece. The guidewire and/or stylet that was used in the field were not returned with the lead. A blue ptfe coating consistent with stripped ptfe coating from a stylet was found bunched up inside the connector pin. The connector pin and cap were found pulled out of the molded connector stretching the inner coil, consistent with damage cause due to excessive forces applied during the stylet removal. The cause of the reported events was due to the bunching of stripped ptfe coating of the stylet inside the inner coil which resulted to the lead component detachment consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.